Manufacturer narrative:
(B)(4).

Event description:
During laparoscopic subtotal gastrectomy procedure, after firing staples on the body of stomach, the doctor noticed that the patient-proximal part of staple line was not normal, but incomplete. So, he performed reinforced-suture along the abnormal staple line.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation, device evaluation pending. (B)(4).